Event description:
It was reported the patient had a loss of therapeutic effect. It was reported the patient's neurostimulation wasn't working on some levels and only had one that was working at the time of this call. It was reported "the others were not firing up". It was reported the patient was a little bit shaky and slow and not moving around like she could. It was noted the patient was having a hard time on top of not being able to see.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).